Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device had no ventilation output. There was patient involvement associated with the reported event. There were no reports of patient harm as a result of the reported issue. Ventec contacted the initial reporter in order to obtain additional information about the patient, but was advised that they were unable to provide any details.